Manufacturer narrative:
Initial reporter first name: (B)(6). Device evaluated by MFR.: promus select ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the middle region of the stent were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a complete break at 37 cm proximal to the distal tip.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered and shaft damage occurred. Vascular access was obtained via right femoral approach. The 90% stenosed, 28x3, concentric, de novo target lesion with a bend of between >45 and <90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with maverick 2.5 x 15 balloon catheter, a 32 x 3.00 promus premier select drug-eluting stent was advanced but had difficulty tracking. When it was maneuvered, the hypotube shaft was damaged. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable post procedure. However, returned device analysis revealed that the stent was damaged.